Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a cartridge cracked when injecting the iol. Additional information has been requested.